Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized twice. Once for diabetic ketoacidosis, and another time for hypoglycemia. The customer was unable to provide details about either event. The customer also reported getting multiple button error alarms without pressing buttons. Advised that the insulin pump would be replaced. Nothing further was reported.